Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual observation confirmed that the lead was returned severed and there were setscrew markings noted on the terminals. The distal and proximal high voltage terminals were capped. Additionally there were cuts found in the insulation. The clinical observations could not be confirmed by analysis as the entire lead was not returned. The lead segments that were returned, passed electrical testing.

Manufacturer narrative:
The lead remains implanted capped and surgically abandonded. As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a non boston scientific field representative that this right ventricular (rv) lead was capped due to a fracture found of the pace/sense portion of the lead. The lead had displayed a loss of capture and out of range impedance measurements greater then 3000 ohms a week prior to when this information was received. The lead was replaced successfully with a non boston scientific rv high voltage (hv) lead. There were no adverse patient effects reported.